Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. The evidence reviewed suggests that this incident is not device related. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient revised because of looseness in the knee.